Manufacturer narrative:
Device data was reviewed and did not confirm the reported pump speed deviation. The pump speed remained on target. During preparation mode, transient portal pinch valve (ppv) closure and unstable inferior vena cava (ivc) pressures were observed, which may have influenced the reported behavior. The root cause could not be definitively determined.

Event description:
During preparation mode, the portal pinch valve (ppv) displayed 100% occlusion and the centrifugal pump target speed was observed at 900 rpm instead of the default setting. Troubleshooting restored normal function, and upon returning to preparation mode, the ppv and pump speed returned to their expected default values. No adverse outcome occurred.

Manufacturer narrative:
Additional data review indicated that the portal pinch valve functioned as intended.

Event description:
During preparation mode, the portal pinch valve (ppv) displayed 100% occlusion and the centrifugal pump target speed was observed at 900 rpm instead of the default setting. Troubleshooting restored normal function, and upon returning to preparation mode, the ppv and pump speed returned to their expected default values. No adverse outcome occurred.